Manufacturer narrative:
Current information is insufficient to permit a valid conclusion about the cause of this event. A follow up report will be sent upon completion of the device evaluation. Reference report 3012447612-2022-00029.

Event description:
A screw inserter and a dorsal height adjuster were found with broken tips during a routine inspection. The specific patient or surgical information is unknown. This is report one of two for this event.

Event description:
A screw inserter and a dorsal height adjuster were found with broken tips during a routine inspection. The specific patient or surgical information is unknown. This is report one of two for this event.

Manufacturer narrative:
Corrections in h3. Additional information in h6: component, investigation type, findings, and conclusions. Device evaluation: visual inspection revealed both the dorsal height adjuster and screw inserter had fractured tips. Potential cause: root cause was unable to be determined. This event could possibly be attributed to wear through use over time or multiple sterilization cycles. DHR review: per DHR review, the part was likely conforming when it left zimvie control. Device use: this device is used for treatment. If additional information is obtained that adds value to the relevant content of this report, a follow-up report will be sent.